Manufacturer narrative:
Device will be evaluated pending return from the customer.

Event description:
It was reported on (B)(6) 2013 that: "(the pr9) proplege placement was uneventful. When attempting to give the first dose of retrograde, retrograde line pressure steadily and quickly increased with low flow to almost 400 mm/hg with a flow of less than 60 ml/min. Anesthesia placed a syringe on the sideport of the green stopcock and attempted to aspirate, but felt resistance. He was able to flush, but not aspirate. There was a two hour delay from placement of the pr9 to giving the patient a systemic dose of heparin so anesthesia feared the pr9 had a clot in the cardioplegia lumen. Anesthesia did give 5000 units of heparin before placing the pr9. The patient had clean coronaries and no aortic insufficiency so the surgeon decided to proceed with antegrade cardioplegia only." Lot # 59555146. No patient harm.

Manufacturer narrative:
The catheter was visually inspected and no visual defects were found on the catheter. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as expected. A balloon lumen leak test and cardioplegia leak and flow patency test was performed with passing results. No other defects were found. The customer experienced occlusion and flow difficulties of multiple lumens inside the pr9 catheter. Flow difficulties were not noted upon device evaluation. The customer also hypothesized that blood may have occluded the catheter based upon the abnormal administration of heparin. This could also not be confirmed as no occlusion was noted. No design or manufacturing issues were confirmed as part of this complaint, no action to be taken. The device use aligned with the intended use of the design. However, procedural factors may have contributed to the high pressure in the cardioplegia line. Labeling and IFU adequately address risks associated with this customer experience. The lot history showed that the tip durometer was within spec when measured at the manufacturer. Trends will continue to be monitored through the edwards quality system.